Manufacturer narrative:
Based on the limited information provided by the patient's attorney, we are unable to determine to what extent, if any, the davol device may have caused or contributed to the events as alleged by the patients attorney. The patients' attorney did not allege a specific device failure and no medical records or sample has been received. A lot number was not provided therefore, a review of the manufacturing records is not possible at this time. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The patient's attorney alleged that on (B)(6) 2006 - the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch. As reported, the patient's attorney alleges "past present and future damages including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".

Event description:
The patient's attorney alleged that (B)(6) 2006 - the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch. As reported, the patient's attorney alleges "past present and future damages including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information provided: (B)(6) 2006 - patient was diagnosed with incisional and umbilical hernia thereby underwent open hernia repair with the implant of composix kugel mesh. Per operative notes, "the umbilical hernia was noted and the sac was dissected free. Another ventral incisional hernia was noted and the sac was removed. The fascia is freed up, a round composix kugel mesh was sutured." (B)(6) 2015 - patient was diagnosed with dense adhesions thereby underwent laparoscopic lysis of adhesions. Per operative notes, "dense adhesions of small bowel to the anterior abdominal wall at midline was noted. This was removed. The mesh was noted and partially wadded up." Attorney alleges that the patient had adhesions, emotional injuries and pain.

Manufacturer narrative:
Based on the limited information provided by the patient's attorney, we are unable to determine to what extent, if any, the davol device may have caused or contributed to the events as alleged by the patients attorney. The patients' attorney did not allege a specific device failure and no medical records or sample has been received. A lot number was not provided therefore, a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 8 years 9 months post implant of composix kugel mesh, patient was diagnosed with adhesions and abdominal pain thereby underwent repair. The instructions-for-use supplied with the device list adhesion as a possible complication. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.